Event description:
It was reported that during the procedure, the dragonfly optis imaging catheter was intended to be used in the left circumflex artery (lcx) lesion. However, the imaging catheter displayed an error code (395). Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly optis. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified a tear was observed in the exit notch. The account was not aware of the tear during the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported communication problem was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to operational context. The optical fiber break is consistent with the reported communication issue. In this case, it is likely that the optical fiber break occurred due to the use or handling techniques employed. It should be noted that there was one connection (load) and one pullback recorded on the returned device¿which indicates that the catheter was able to successfully connect, calibrate, and perform one pullback for the user prior to the optical fiber break and being returned. The stretched and torn guidewire exit notch is consistent with the catheter being inserted onto a guidewire but is also unrelated to the reported communication problem. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.